Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient had a biozorb implanted on (B)(6) 2021 and the patient is reporting suffering from a hard, painful lump at and around the site of the biozorb device. Also reported that the pain in the area is worsened by touch, making it difficult to lay on her left side and affecting her sleep. No additional information available.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 50-year-old female with a body mass index of 31.49 and weighs 179 pounds, with heterogeneously dense breast palpated a left breast mass during routing breast exam around (B)(6) 2020. Mammogram and ultrasound on (B)(6) 2023, revealed cystic structure in the left breast 8cm from the nipple at 6 o'clock, smaller than prior, 2 o'clock thin-walled anechoic stricture, likely cyst, new spiculated density in superior left breast. (B)(6)2020 left breast stereotactic biopsy revealed invasive moderately differentiated ductal carcinoma, dcis, ER+ 80%, pr+10%, ki-67 60%, her-2/neu+. Bilateral breast biopsy on (B)(6)2020: right breast benign, left breast lobular carcinoma in situ (lcis). Genetic testing was negative for ¿actionable markers.¿ past medical history: previous breast biopsies ipsilateral breast (benign), left breast cyst aspirations, anxiety, hypertension, obesity, "organic mood disorder", acute appendicitis with laparoscopic appendectomy (B)(6)2019, (B)(6)2019 s/p wound exploration and bowel resection, unclear menopausal status as on mirena (removed after breast cancer diagnosis), tobacco use, daily alcohol use, family history: maternal great grandmother, maternal great aunt and paternal grandmother with breast cancer in 40-50s, all deceased (B)(6)2020 port placement for neoadjuvant chemotherapy. On (B)(6) 2021, the patient underwent left breast partial mastectomy, excisional biopsy for (lobular carcinoma in situ lcis), placement of biozorb (possibly a 2x3cm biozorb) and sentinel lymph node resection and bilateral breast reduction. (Pathology report is not included in available medical records) pt0pn0, no residual invasive carcinoma was present in the breast after presurgical therapy, 0/2 lymph nodes with cancer. At post op visit approximately 2.5 weeks after surgery, patient reported some left axillary pain and swelling. Exam at that visit revealed well healing incisions without evidence of infection or hematoma in the breasts, small axillary hematoma and left axillary cord. The seroma was aspirated w 10cc of clear fluid removed in office. Recommended massage and gentle stretching for axillary cord. Visit on (B)(6)2021, no breast related complaints noted. "On a visit (B)(6)2021, shortly after finishing radiation therapy, patient reported a skin burn on left breast being treated with silvadene. At a visit with the surgical oncologist, on (B)(6) 2021 (approximately 4 months post op), the patient reported that she noticed a lump in her left breast ¿about a month ago.¿ she denied pain. Exam at this visit noted ¿in the right breast at 1:00...there is palpable nodularity that is likely secondary to fat necrosis. Left breast and axillary incisions are well-healed. At 1:00. There is a palpable nodule that measures around 2 x 2 centimeter in size. This could be secondary to biozorb placement. Minor erythema and skin peeling secondary to recent completion of radiation therapy. There is no gross axillary or supraclavicular adenopathy appreciated. There is no gross evidence for lymphedema.¿ while the clinician felt that the lump on the left breast was ¿likely secondary to biozorb¿ diagnostic imaging was ordered. Mammogram the next day revealed left breast: post treatment changes in the left breast including an area of probable evolving fat necrosis. The patient's palpable area of concern in the superior breast at 1:00, 6 cm from the nipple corresponds to a group of surgical clips with surrounding probable fat necrosis. No mammographic or targeted sonographic evidence of malignancy. At a visit with the breast surgeon (B)(6) 2021, approximately 8 months post op, the patient had ¿no breast problems or concerns today¿. The patient denies any breast problems including breast pain, skin/nac changes, palpable masses or nodules or nipple discharge. Breast exam at that visit noted left breast 1:00 8cm fn with palpable biozorb. Well healed reduction incision scars with no evidence of any dominant masses or areas of focal nodularity. Mediport was removed in (B)(6) 2021. Surveillance MRI approximately 1 year post op revealed, lrft breast: iatrogenic changes. Hypointense areas with peripheral enhancement noted in the central anterior superior breast, minimally in the lateral inferior breast, consistent with fat necrosis. No areas of concerning enhancement appreciated. Skin thickening and inflammatory changes throughout the breast and pectoralis muscles. Office visit (B)(6) 2022, more than one year post op, patient again denied ¿any breast problems¿ including pain or lumps. She reported tenderness to palpation of her left imf (inframammary fold) scar. Exam on this visit noted ¿well healed reduction scars. Left imf lateral scar with some pain with palpation. Left 1:00 8cm fn with palpable biozorb.¿ surveillance mammogram on (B)(6) 2022, approximately 1.5 years post op, noted ¿extensive postsurgical changes consistent with the history are evident bilaterally. Postsurgical architectural distortion is most notable in the left axillary tail, where a biozorb fiducial marker has been placed.¿ at visit with breast surgeon (B)(6) 2022, more than 1.5 years post op, the patient reported ¿feeling well¿ with no breast problems or concerns, without breast pain, palpable masses or nodules. Exam at this visit again revealed well-healed reduction scars and a palpable biozorb site. At medical oncologist visit, (B)(6)2022, almost 2 years post op, the patient reported noticing a ¿lump¿ in her outer quadrant of the left breast approximately 2 weeks before with some pain in the area with radiation to the left axilla. Exam at this visit noted a discrete palpable firmness at the left upper outer quadrant (luoq) with discomfort to palpation. The clinician moved up her mammogram and ultrasound appointments (previously scheduled for (B)(6) 2023). Mammogram on (B)(6) 2022, this revealed left breast: site of prior lumpectomy, at 1:00 7 cm from the nipple, there is an ill-defined region of decreased echogenicity with posterior shadowing and absent internal vascularity, unchanged from the (B)(6) 2021 examination compatible with bibasilar device year. No persistent or recurrent malignancy is identified here. Ultrasound demonstrated no evidence of malignancy and evaluation of the site of the palpable abnormality was ¿compatible with linear surgical scar.¿ bilateral breast MRI on (B)(6)2023 demonstrated no evidence of malignancy and stable post-surgical changes with benign fat necrosis and within the posterior upper outer quadrant of the left breast the post lumpectomy biozorb device is stable. Bilateral post reduction scarring is stable. At visit with medical oncology on (B)(6) 2023, the patient denied any issues to her breast as far as pain redness or swelling. At medical oncology visit (B)(6) 2023, nearly 3 years post op, the patient continued to have stable left breast tenderness. She denied any abnormal masses of the breast. The patient reports left breast pain is unchanged. Exam at that visit found bilateral breast surgical incisions well healed. Left breast tenderness to palpation; no masses noted bilaterally. Mammography on (B)(6) 2024, found ¿postsurgical and post therapy changes in the left breast. Evidence of prior bilateral breast reduction surgery. No radiographic evidence of malignancy. Medical oncology visit, (B)(6) 2024, approximately 3.5 years post op, has no note of any breast related concerns, there is no documentation of a breast exam at this visit. MRI on (B)(6), 2024, 3.5 years post op, notes the breasts are composed of scattered fibroglandular tissue. Background parenchymal enhancement is mild, and symmetric, relative to the volume of fibroglandular tissue. No suspicious mass or non-mass enhancement is identified in either breast. No suspicious skin thickening on either side. No internal mammary chain or axillary lymphadenopathy on either side. Within the posterior upper outer quadrant of the left breast the post lumpectomy biozorb device is stable. Bilateral post reduction scarring is stable. Foci of magnetic susceptibility artifacts are seen bilaterally consistent with metallic artifact.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported that a patient had a biozorb implanted on (B)(6) 2021 and the patient is reporting suffering from a hard, painful lump at and around the site of the biozorb device. Also reported that the pain in the area is worsened by touch, making it difficult to lay on her left side and affecting her sleep. As a result of the pain and complications of the biozorb device, the patient feared the possibility of another tumor, every day until the surgical removal of biozorb, causing significant emotional distress. No additional information available. Investigation methods and findings: the sample was not returned to the post market quality laboratory for further investigation; therefore, the inspection according to the biozorb post market instructions was not able to be conducted for this complaint. Additionally, there was limited patient-related information provided for this event; consequently, a comprehensive investigation could not be conducted. The harms identified, based on clinical symptoms and hazardous situations for this complaint are: pain, serious (pain, sleep dysfunction, device palpability, failure to resorb), seroma, serious (seroma), hematoma, serious (hematoma). Cause/root cause: the described issue was investigated through a root cause analysis conducted under CAPA. The initial purpose of this CAPA was to evaluate the biozorb product for a root cause linking the product design to the reported complaint issues. The results of the root cause assessment did not find any direct link between the device and the reported complaint issues. Consequently, the implementation activities from CAPA were considered no longer applicable since hologic has ceased selling the biozorb product with no intention of returning it to market. In addition, CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. Furthermore, a voluntary recall for the biozorb product was initiated on october 24, 2024. Conclusion: the reported issue could not be confirmed as no sample was returned for evaluation. The risk trending analysis does not increase the risk zone index. The potential root cause analysis was assessed under CAPA. CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. The risks associated with this event are further detailed and evaluated against the product and its hazard analysis within the health risk assessment biozorb, complaint evaluation. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: not performed. No lot number was provided; therefore, no DHR could be located or reviewed.